Event description:
It was reported that during the procedure to implant a promus stent in a heavily tortuous coronary artery, resistance was felt during advancement of the stent delivery system (sds). Force was applied in advancing the sds, after which the guiding catheter appeared to be kinked and the stent became dislodged. The dislodged stent and the guiding catheter were removed as a single unit. The procedure was then successfully completed using an ebu 3.25 device. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found no blood visible but with crystallized contrast in the inflation lumen and in the loosely-folded balloon. As reported, the stent implant had dislodged from the balloon but was not returned. Although it was not reported that the sds balloon had been inflated (as suggested by the loose balloon folds), it may have been inflated to secure the dislodged stent in the guiding catheter or as a result of post-procedure handling for return. There were crimp marks on the balloon between the markers, suggesting that stent had been properly and securely crimped onto the balloon during manufacturing. During manufacturing, all stent delivery systems are 100% inspected for stent damage, proper stent placement and crimped stent outer diameters. Additionally, for lot release testing, a sampling of units is destructively tested to verify proper crimped stent outer diameters and stent dislodgement force. Based on the reported information, it is possible that the reported difficulty positioning within the guiding catheter may have been associated with guiding catheter damage or selection as another guiding catheter type (extra back-up) was successfully used to advance a device through the heavily tortuous coronary artery. However, the guiding catheter used in the procedure was not returned which may have aided in the evaluation. A conclusive cause cannot be determined for the reported difficulty positioning within the guiding catheter. The account reportedly applied force after meeting resistance. The promus instructions for use (IFU) states: do not advance or retract the catheter if resistance/anomaly is met during manipulation ... Continuing to advance or retract the catheter may result in damage to the vessels, separation of the catheter, tip damage and/or stent dislodgement. In this case, the further application of force (reported improper method) likely resulted in further interaction with the guiding catheter and subsequent stent dislodgement in the guiding catheter. A review of the lot history record of the reported lot revealed no nonnconforming material records (ncmr) that could have contributed to the reported complaint. Also, a query of the complaint database revealed no other incidents reported for difficulty positioning within the guiding catheter or stent dislodgement. The returned product analysis as well as the review of the lot history record and complaint history of the reported lot revealed no indication of a product quality deficiency.